Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced a recurrent episode of streptococcus mitis bacteremia and received a pump exchange due to possible infection of the pump. The infection was treated and it was last reported that this patient was discharged home with cardiac rehabilitation. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The most probable root cause of the reported event cannot be conclusively determined; however, a possible root cause may be attributed to the patient's history of strep as reported by the treating facility. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The IFU and training material provide clear instructions about infection control. The overall risk for infection is presented in the IFU as a potential adverse event for an hvad implant patient, providing information to the user about the risk associated with infection due to the hvad pump implant. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the patient ((B)(6), male) experienced a recurrent episode of streptococcus mitis bacteremia. The patient had previously been treated for this in (B)(6) 2012 and (B)(6) 2013. The patient was found by his wife on (B)(6) 2014 in a state of confusion and was unable to recognize his device components. The patient was admitted to the hospital for evaluation of possible sepsis. The patient experienced fever and pain over the next ten days. Blood cultures were performed which were positive for streptococcus mitis. Due to the patient's continuing deterioration in state, the medical team felt that the pump may be infected. The pump was exchanged on (B)(6) 2014. It was reported that the patient experienced an uneventful post-operative course and was discharged to a cardiac rehabilitation facility. The pump was not returned to the manufacturer for analysis because the hospital did not feel that further diagnosis would be beneficial. The cause of the exchange was clear to them - the patient had a history of streptococcus mitis unrelated to the device.